Event description:
Alleged the brake will set but the brake casters continue to rotate.

Manufacturer narrative:
The tech replaced the worn brake bearings, stiffener plate and the brake and brake/steer casters to repair the bed.